Manufacturer narrative:
Device 1 of 2. The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Failed continuity test. Extension had all wires broken in header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR's report: 1627487-2010-01578. The pt received dual percutaneous leads placed peripherally (off-label location) and an extension in her right upper back on (B)(6) 2004. On (B)(6) 2005, an additional 2 leads and an extensions were added with a totally implantable pulse generator. After lung surgery in march 2007, the pt reportedly was unable to receive stimulation from 3 of the 4 leads. Lead impedance testing showed high impedances on all but 4 contacts. Fluoroscopy showed that one of the extensions had pulled out of the ipg header. The ipg pocket was opened and the extensions were tested. One of the extensions exhibited a malfunction, therefore, it was replaced. The physician was unable to plug the existing extensions back into the ipg so the ipg was also replaced at this time. The physician could not insert the extension into this ipg as well, so that extension was replaced. Stimulation and impedances were tested and everything appeared to be functioning properly. Post-operative programming was completed without problems. Both extensions and the ipg were returned to ans for analysis.